Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead has been capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: model: 5076-45, lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), high rate non-sustained episodes, oversensing noise, out-of-range/high bipolar pacing impedance and high threshold. A lead fracture is suspected. Reprogramming was completed and the lead currently remains in use. No patient complications have been reported as a result of this event.